Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt cannot charge beyond 50% at times, and the pt is charging less time than she thinks she is. The stimulator is turning off when the battery is at 50-75% charged, and this was confirmed by interrogation of the pt programmer and interrogation with the physician programmer. The pt has no problems turning the stimulator back on when it does turn off. There are no error messages and the impedance measurements were "fine." Add'l info has been requested, a follow up report will be sent if add'l info becomes available.